Manufacturer narrative:
Other applicable components are: product ID: 8835, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a company representative regarding a patient receiving intrathecal compounded baclofen (concentration 70mcg/ml; dose 34.49mcg/day) and fentanyl (concentration 7000mcg/ml; dose 3448.9mcg/day) via an implantable infusion pump. Indication for pump use was non-malignant pain and other chronic/intract pain (trunk/limbs). A pump motor stall occurred with no recovery. The motor stall occurred (B)(6) 2016 at 17:38 and was confirmed via interrogation of the pump. The patient had not had recent magnetic resonance imaging (MRI) and the cause of the motor stall was undetermined. The patient also reported an error code of 8476 on the personal therapy manager (ptm). The patient reported flu-like symptoms with a sudden onset. The doctor decided to replace the pump on (B)(6) 2016. A supplemental report will be submitted if additional information is received. Additional information was received from a healthcare provider (hcp). Additional patient medications included dilaudid, nucynta, celebrex, and xanax. The cause of the motor stall remained undetermined. The pump replacement was delayed to (B)(6) 2016 due to the patient being on coumadin and she did not stop taking it prior to (B)(6) 2016.

Event description:
Additional information was received from a manufacturing representative. The manufacturing representative did not know the cause of the low battery reset/safe state. The operating room staff threw the pump in the trash before the manufacturing representative was able to retrieve it.

Event description:
Additional information was received from a health care provider (hcp) through a manufacturing representative. It was reported that a low battery reset/safe state occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.